Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report an itchy rash in the shape of the adhesive patch in which symptoms first occurred on (B)(6) 2013, in which a scab formed at the sensor insertion site. The patient reported that her physician looked at the rash but no further medical intervention was required. This patient¿s rash has previously been reported to dexcom technical support. At the time of the call to dexcom technical support, the patient reported that she was not in any pain but was still experiencing itchiness.